Manufacturer narrative:
Upon visual inspection, the screw had fractured from the threading region. The fractured screw threads were not received along with the screw. There were general signs of usage throughout the surface of the screw. There was also evidence of some unconfirmed foreign or biological material (white in color) that was found on the outer base surface of the screw. The lot number for the screw was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined.

Event description:
The dentist reported the retaining screw fractured.